Event description:
Customer reported IV set leaking chemo solution during an infusion. Location of leak not known. There was no patient harm. No further information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was discarded at the facility. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.